Manufacturer narrative:
This is being filed as iritis. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Pt's mother reports what she thought was conjunctivitis and treated her son with drops, but when it did not clear up, they went to a doctor and was diagnosed with iritis and prescribed pred forte 1%. Follow up attempts have been made to gain more information, with no replay to date. This is being filed as iritis.